Event description:
The customer reported that the unit is constantly rebooting. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit is constantly rebooting. There was no report of pt involvement. The unit was evaluated at phillips. The reported issue of rebooting could not be recreated. At the discretion of the repair tech the power pca was replaced. Based on the customer's report we will consider this a failure. We can not determine the cause as the failure could not be recreated.